Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). Unfortunately, no product or photographs were received for investigation. Therefore, an actual root cause could not be established. A review of the lot history record was performed, and no discrepancies were found. A total lot quantity of (B)(4) sets was produced whereas 116 sets were leak and occlusion tested by quality control during this production run with no issues identified. Thirteen (13) samples were pulled for bond pull testing. All manufacturing steps were performed, and all in-process quality control testing passed the inspection acceptance quality level (aql). A search was conducted for ncmrs and additional complaints for the part ams-546-2. There are no ncmrs, or complaints reported within the last two years for this product and issue. Corrective action: a trend is not identified and without substantial evidence, a thorough investigation is limited. Without photos or samples of the failures, a definite root cause is unable to be determined. Therefore, no CAPA will be initiated at this time.

Event description:
A leak at the intralipid insertion point noted approximately 1 hr after central line change.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 3100120000-2021-8014. Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Guidewire broke at hub while inserting catheter.